Event description:
A medtronic representative reported that while an ent surgeon and two neuro surgeons, were performing a transphenoidal tumor resection, they alleged an inaccuracy. They registered and were accurate superficially. Once they went sterile, and draped, they alleged the system was no longer accurate. They re-traced and then deemed to be accurate, only to begin the sterile portion of the procedure at which time they reported being 2cm off superficially. The surgeons completed the procedure, there was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided as site declined manufacturer request. No patient files/logs/exams have been returned to manufacturer for evaluation.

Manufacturer narrative:
The system was returned with a motherboard problem that renders the system unusable. This failure is not related to the alleged report of inaccuracy, but prevents accuracy testing of the system. A new system has been sent to the site and no further issues reported.